Manufacturer narrative:
No major gaps identified between the pin guides and the pt bones. The pt's bone quality was normal for a (B)(6) pt. The device met product specs and a definitive root cause could not be determined.

Event description:
The surgeon reported an anterior resection which created a notch at the anterior side of the femur. The extent of the notch was visually estimated to be 10 - 13 mm. Due to the magnitude of this notch, the surgeon had to add bone graft during the same surgery to prevent permanent damage for the pt. The surgery time was extended with 15 minutes.